Event description:
Pt claims that when he fills the balloon of the catheter, the balloon is not centered; it fills from one side only. This is very painful for his bladder, and he has to remove it right away because of the pain. He tested 5-6 of these catheters and all had the same problem. This was confirmed by the rptr.